Event description:
The information provided to sjm indicated a 6f angio-seal vip was selected for use on a grafted femoral artery. The device was deployed at the puncture site but bleeding continued. The patient underwent surgical intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established in patients punctured through a vascular graft. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.